Manufacturer narrative:
Investigation of returned suspect mvs interface (umbilical) cable confirmed the event was caused by an electrical failure. The cable failed bench level testing, continuity test failed. Open between lemo pin 12 and j8 connector pin 3. Gbit test passed and the 100t test passed. Passed visual inspection.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Imaging system was not charging when the umbilical cable was plugged in. There was a broken power wire inside of umbilical. Replaced umbilical cable and performed a system check. System operational. The damaged cable has not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the root cause being a damaged umbilical cable. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the image acquisition system (ias) was not charging properly. It was reported that the ias battery indicator lights were not displaying for both x-ray and motion batteries. The system had reportedly been plugged in overnight and multiple outlets were tried. The system was rebooted and the ias power light was not lit. The system was rebooted a second time, and the battery indicator light was then lit, but not scrolling to indicate charging. There was no patient present when this issue was identified.